Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power management board. The system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to capacitor (c113). The power management board was evaluated and was found to operate to design specifications.

Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board, system board and internal battery need replaced to address the issues.